Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No technique details were provided to determine if aforementioned causes are applicable in this case. A batch record review has been conducted and the results indicate that this batch was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot released to distribution. Based on the information provided, a root cause cannot be determined. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that before shoulder rotator cuff arthroscopy surgery, the surgeon checked the electrode vapr 3 (rf ablation generator) machine showed connect cable as soon as the electrode was attached it displayed output short on vapr3. So the surgeon had removed that electrode and use a new electrode. During insertion of healix br anchor the anchor broke at the islet and he used new healix br anchor and the surgery proceeded well. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.